Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon deflation issue occurred. The target lesion was located in the left circumflex artery. After a 12 x 3.50 promus premier drug-eluting stent was implanted and inflated, the stent balloon was noted to be abnormally folded and failed to re-enter the guide catheter. The entire system was withdrawn. Upon removal it was noted that the balloon was not fully deflated. A new guide catheter and wire were introduced to perform post-dilation of the implanted stent. The procedure was completed without any reported complications.